Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu), and monopolar coag function did not work. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the iesu was not used during the procedure. The customer used the third-party esu (forcetriad) to continue the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed on the in-house system and run in normal mode. The error c-34 was replicated and confirmed.